Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances related events of the reported events. The device was intended for use in treatment. As no samples were returned, a product evaluation could not be carried out. Dressings should be changed around every 3 days but in some cases may be left in place for 7 days. If the adhesive integrity is compromised due to prolonged wear, the surgical site may be susceptible to external contamination.¿ a clinical investigation concluded; during the studying it was reported that the patient developed a deep surgical infection. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. As the product code is unknown, a review of the device labelling could not be carried out. The associated risk file contains the reported event. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
In the study "effect of incisional negative pressure wound therapy vs standard wound dressing on deep surgical site infection after surgery for lower limb fractures associated with major trauma" the pico pump (smith & nephew) was applied in patients who had incisions resulting from surgery for lower limb fractures related to major trauma and the outcome was assessed. It was documented on the paper that a patient developed 30 days deep surgical site infection or deep surgical site infection at 90 days (unknown which one).